Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual and microscopic inspections were performed. During the microscopic inspection it was identified that the luers center slit was initially reknit. The device was then functionally tested by spiking it into a bag of distilled water. The set was primed and checked for flow. The set was found to prime and flow as designed. The re-knit center slit opened shortly after the gland was accessed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp standard bore catheter extension set experienced a no flow during priming. According to the report, the only way the setup flowed was if the extension set was removed or if a syringe was used. The reporter stated that no physical irregularities were noticed with the extension set and the connections were secure. There was no patient involvement. No additional information is available. This report is 5 of 15.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.